Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5721022, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 450cc mentor memorygel breast implant, catalog #3507450bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 450cc mentor memorygel breast implant and experienced right sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, bilateral prosthesis replacement with 470cc mentor memorygel breast implants was performed. There were no reported complications.